Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation auto CPAP with an allegation of cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dream station auto CPAP with an allegation of cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was 0 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h6: evaluation method code grid, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer previously reported incorrect information in the previous report, it was corrected in this report. Section b3, e1 and h4 were corrected in this report.